Event description:
Boston scientific received information that this patient called boston scientific technical services (ts) stating that one of their "guidewires" came loose and that he has had chest pain and passed out as a result. The patient also stated that a chest x-ray was taken and it showed the lead was not connected at that time. The patient stated that they do not have health insurance so believes that their physician isn't getting back to them because of this as they have been unable to connect. Ts suggested that the patient call their physician as they are not in the position to give medical advise. Attempts to gain additional information from the boston scientific sales representative have been unsuccessful at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.